Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The lesion being treated was in a non-tortuous iliac artery. The physician experienced difficulty when trying to push the stent delivery catheter over the wire at the bifurcation. He decided to remove the stent system and to exchange the sheath for a longer sheath. The stent dislodged before the stent was pulled into the sheath. The physician was able to remove the dislodged stent with a hemostat. The sheath was exchanged and the procedure completed successfully with another of the same device. There were no reported pt complications and the current pt condition is reported as "ok."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.